Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. A volume discrepancy was also reported wherein the actual residual volume 20ml was greater than the expected residual volume 1.5ml. Patient experienced withdrawal and had been in and out of the hospital for the past month. Patient had some ultrasounds of their kidneys and healthcare provider (hcp) questioned if this could cause the pump to stall; however pump logs showed the stalls on (B)(6) 2012 and per the hcp that did not correspond with any tests or treatments, so they appeared not be related. It was stated that patient was not healthy enough to get device replaced at this time. Drug delivered via the device was hydromorphone 10mg/ml, 9mg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: a motor stall recovery was noted on (B)(6) 2012 after the first stall on (B)(6) 2012, but no recovery was noted for the second stall on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).